Event description:
It was reported that the cartridge was leaking from the septum. There was no impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.